Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient received the replace generator soon message. Patient has the latest software and the device is providing therapy. No intervention steps have been planned for the ipg.

Manufacturer narrative:
Additional information was received such as - date of explant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had their ipg explanted and replaced which resolved the issue.